Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-07. H6: investigation summary: bd received four (4) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for sterility with the incident lot was not observed. The photo indicates a section of a procedure showing how the product was used. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sterility with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The sterilization inspections were reviewed with no issues being identified. The product 366430 was sterilized to the correct specification limits. This complaint is unable to be confirmed for the indicated failure mode of sterility. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was a sterility issue. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "this product was sent to a third party where it was claimed the device failed a sterility test."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was a sterility issue. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "this product was sent to a third party where it was claimed the device failed a sterility test."